Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted today due to elevated capture thresholds 2 months after initial implant. All other numbers were normal. The physician believes the patient may have developed an exit block that contributed to the elevated capture thresholds. The lead was attempted to be repositioned. The helix retracted after several turns and upon repositioning, the helix would no longer deploy. The physician took the lead out of the body and a new lead was implanted with no issues. There was no apparent tissue stuck in the helix that could have contributed to the inability to deploy. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.